Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self-test. Unit failed sleep current test. High sleep current isolated to pcba 2. Pump error alarm due to j6 connector resistance issue. Pump error alarm confirmed. Low battery alert less than 1 week not confirmed. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error alarm confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error and replace battery alarm. The blood glucose was unknown. The troubleshooting was performed for the replace battery alarm. The device will be returned for the analysis.